Event description:
It was reported that the patient underwent an obturator sling procedure to treat stress urinary incontinence on (B)(6) 2009. The patient experienced pain, infection, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). The patient underwent an exploratory laparotomy, lysis of pelvic adhesions, bso, to treat stress urinary incontinence on (B)(6) 2009 and a sling was used. The patient underwent a release of mesh and partial excision on (B)(6) 2009. The sling was removed on (B)(6) 2009 due to vaginal erosion and pain.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2011. (B)(4). Conclusion (B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.